Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-jan-2023. Investigation summary: the customer reported the tubing separated at the pumping segment, and returned a photo and the physical sample. The sample was clearly separated at the upper fitment and the complaint is verified. The root cause is traced to user error, the ring retainer was intact, and actually still attached to the silicon. The silicon tubing had torn in half and the remaining silicon was still attached under the ring retainer. Clinical was notified of the failure, and a discussion of the investigation found the root cause to be a potential use issue. Device history record review for model 11426965 lot number 22085660 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd alaris pump module smartsite infusion set components separated. There was no report of patient impact. The following information was provided by the initial reporter: during this incident, the IV infusion set was disconnected from the rest of the tubing above the loading chamber of alaris pump.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set components separated. There was no report of patient impact. The following information was provided by the initial reporter: during this incident, the IV infusion set was disconnected from the rest of the tubing above the loading chamber of alaris pump